Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred and that resistance was experienced during the fill process. Additionally, the pump touch screen was delayed in responding to presses and the pump battery was depleting quickly. There was no reported adverse impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.